Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, chronic thrombosis/scarring below the inferior vena cava (ivc) filter possibly cause by the presence of the filter and perforation through the vena cava making contact with her adjacent aorta and mesenteric vessels. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis despite adequate anticoagulation. The filter was placed near the l3 level. The patient tolerated the index procedure well and no complications were reported. According to the patient profile form (ppf) the patient experienced perforation of the filter struts outside the inferior vena cava, perforation of the filter struts into organs, blood clots, occlusion of the inferior vena cava and worry related to this device.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis despite adequate anticoagulation. The filter was placed near the l3 level. The patient tolerated the index procedure well and no complications were reported. According to the patient profile form (ppf) the patient experienced perforation of the filter struts outside the inferior vena cava, perforation of the filter struts into organs, blood clots, occlusion of the inferior vena cava and worry related to this device. It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, chronic thrombosis/scarring below the inferior vena cava (ivc) filter possibly caused by the presence of the filter and perforation through the vena cava making contact with the adjacent aorta and mesenteric vessels. According to the patient profile form (ppf) the patient experienced perforation of the filter struts outside the inferior vena cava, perforation of the filter struts into organs, blood clots, occlusion of the inferior vena cava and worry related to this device. The indication for the filter implant was recurrent history of deep vain thrombosis (dvt) despite adequate anticoagulation. The filter was implanted via the right femoral vein and deployed at approximately the level of l3. The patient is reported to have tolerated the index procedure well, with no complications. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant imaging available for review the reported perforation, thrombosis, clotting, occlusion, and blood clots and scarring could not be confirmed or further clarified. With the limited information provided a relationship between the device and the reported events could not be determined. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.